Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent implantation of mesh on (B)(6) 2002 due to stress urinary incontinence. Excision of portion of the right side of tension free tape was performed on (B)(6) 2007 due to extrusion. The patient also underwent surgery to remove the pubovaginal sling on (B)(6) 2010 due to incomplete bladder emptying and recurrent cystocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/6/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, frequency, and leakage.

Event description:
It was reported that following insertion the patient experienced dysuria, frequency, and leakage.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, vaginal scarring, and other problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection and obstruction. It was reported that patient underwent supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2012 by (B)(6) due to uterine prolapse, stress incontinence, vault prolapse, ventral hernia and lap band port retained with tubing at (B)(6) medical center.